Event description:
It was reported that the attachment was ¿hot when working¿. It heated up in approximately 1 minute. The customer changed to another attachment and the device worked as expected. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: when the device arrived in service and repair, the internal components were found to be corroded. The device was repaired, parts replaced, and the unit was tested to manufacturing specifications. All tests passed.